Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a mildly calcified and moderately tortuous distal right coronary artery (rca). After an unspecified guide wire cross the lesion, a 2.50mm x 15mm maverick balloon catheter was selected and advanced for dilation. However, the balloon ruptured on the initial inflation at 6 atms at 4 seconds. The balloon was removed intact. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with no original packaging or other devices. There was blood in the wire lumen. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a mildly calcified and moderately tortuous distal right coronary artery (rca). After an unspecified guide wire cross the lesion, a 2.50mm x 15mm maverick²¿ balloon catheter was selected and advanced for dilation. However, the balloon ruptured on the initial inflation at 6 atms at 4 seconds. The balloon was removed intact. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.